Event description:
It was reported that upon a post operation check, atrial lead dislodgment was observed and increased impedance and an elevated threshold were also noted. The lead was reposition and the patient is in stable condition.